Event description:
Reported that when preparing the medullary canal to fit the "ha" restoration hip, when inserting the appropriate broach, it broke. The breakage occurred at the distal hole area of the broach.